Event description:
It was reported that low pacing lead impedance was observed on the right ventricular lead. The lead was explanted and replaced. Patient is in stable condition and will continue to be followed up normally. The lead was discarded after the procedure.